Event description:
It was reported that the stent moved on the balloon. The 99% stenosed target lesion was located in the non-calcified and moderately tortuous distal right coronary artery (rca).a 32x4.00mm promus premier¿ stent was advanced to treat the lesion via a guidezilla guide catheter. However, the device encountered resistance and the stent moved on the balloon. The physician removed the device from the patient and the procedure was completed with a 3.5x32mm promus stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The crimped stent was detached from balloon and not returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.  (B)(4).

Event description:
It further reported that the 32x4.00mm promus premier¿ stent came into contact with guidezilla guide catheter and the physician noted that the stent was not completely dislodged from the balloon after removing the device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).